Event description:
Customer reported that he experienced high blood glucose over 600 mg/dl; treated with manual injection. Customer stated that she received no delivery alarms. Customer stated that when she removed the infusion set, the cannula is not bent. Customer was instructed to performed fixed prime; insulin did exit the tubing. Customer requested the insulin pump to be replaced. Customer does not think that the no delivery alarms are being caused by site or set issues. Customer had gone through a box of infusion sets in a week due to the alarm recurring. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.